Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the buttons on the insulin pump were unresponsive. It was also found a battery out limit alarm occurred after. Customer's blood glucose was 8.4 mmol/l. The customer could not recall any significant events leading to the keypad issues. The customer reported moisture exposure from sweat to the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with slightly loose drive support disk. No traces of moisture were noted at the electronic or motor assemblies per our visual inspection. The insulin pump powered up properly after battery installation. The operating currents are within specification. No unexpected battery out limit alarms noted. The insulin pump has cracked case at the display window corners, display window and minor scratched lcd window.